Manufacturer narrative:
The button error alarm and no button response were due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he received a button error alarm on the insulin pump. Customer stated that he was trying to give himself a bolus when his buttons stopped working and the alarm occurred. Customer's blood glucose was 212 mg/dl. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer decided to bypass the keypad anomaly troubleshooting.